Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus, however the alleged root cause could not be confirmed. Customer¿s blood glucose was 400-499 mg/dl. Customer reverted to an alternate method of insulin delivery.